Event description:
The customer reported that when a nurse attempted to install a puritan oxygen flowmeter to the hosp's regulated oxygen supply, the flowmeter burst apart. It was further stated that the same nurse was struck in the face by the flowmeter's flow control knob resulting in a welt on the cheek. The injury was not considered to be serious. The customer has stated that the incident was most likely caused by improper assembly of the flowmeter which enabled the device to come apart. The flowmeter was manufactured in 1986 and the hosp has provided for their own servicing. The customer requested a copy of the flowmeter svc manual. A copy of the series c flowmeter svc manual was faxed and then mailed to the customer. Receipt of materials has been verified.